Manufacturer narrative:
The complaint for system interaction with previously implanted devices was confirmed with objective evidence via imaging evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that a combination of wire placement and a pre-existing rv lead with minimal slack caused the lead to be displaced during evoque deployment. Review of the procedural tee confirmed that the evoque valve interacted with the rv lead during deployment (during ds crossing and atrial expansion), and that the rv lead appears more taut post evoque deployment. Additionally, the baseline imaging shows the rv lead is in a more central position than the septal position observed on screening. Since the delivery system crossed septal to the lead, during anchor expansion, the lead was displaced laterally. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Rv lead dislodgement was noted 1 hour post deployment of the valve. There was no patient injury related to an ew device during the procedure. The lead dislodged was noted by the failure to capture observed on the telemetry monitor post op. A screw was placed in the lead and then ultimately a permanent pacemaker was placed. The patient is doing well. The patient was not rv lead dependent. Screening showed minimal slack, and although the patient's weight decreased slightly, only a small increase in slack was noted, still consistent with minimal slack overall. During anchor release, the lead was displaced laterally. Wire check confirmed a lateral trajectory relative to the lead. When the delivery system (ds) crossed, it came in septal to the lead. In the beginning, echo noted that this positioning did not place significant pressure on the pacemaker lead. As per medical opinion, the perceived root cause of the event would be the valve pushing the pacer too lateral.